Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.5x38 mm xience xpedition stent was successfully implanted in the 80% stenosis, distal left anterior descending coronary artery (lad) and a 3.0x28 mm xience xpedition stent was successfully implanted in the 80% stenosis in the lad to first diagonal artery. In (B)(6) 2017 the patient was seen for a routine follow-up visit and was admitted to the hospital with back pain. Although coronary angiography was not performed, in-stent restenosis was noted in an unspecified vessel, via an enhancement CT. The condition improved with medication. No additional information was provided.